Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Evaluation summary: the device was returned and analysis found no anomalies. However, it was noted that there was a set screw missing and a grommet was damaged. (B)(4).

Event description:
It was reported that during the implant procedure, the physician was not able to connect the lead to the device. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.